Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - distal end cap cover damaged, insulation failure - light guide lens damaged - objective lens scratched/cracked - bending section rubber glue worn out and discolored - scope connection body scratched - scope connection cover scratched - grip labeling peeled off - air/water cylinder mark faded - suction cylinder mark faded - switch key one perforation - switch box scratched - play on angulation control knob - insufficient angulation - control stiffness - channel cut - white dots on the screen - insertion section wrinkled - insertion section scratched - plug unit scratched, connector cover worn out - universal cord scratched however, the above defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope was cultured three (3) times. In the first culture on (B)(6) 2021, the suction channel tested positive for ten (10) colony forming units (cfus) of cellulosimicrobium cellulans and the instrument channel tested positive for three (3) cfus of cellulosimicrobium cellulans. In the second culture on (B)(6) 2021, the suction channel tested positive for six (6) colony forming units (cfus) of cellulosimicrobium cellulans and the instrument channel tested positive for less than one (1) cfu of cellulosimicrobium cellulans. In the third culture on (B)(6) 2021, the suction channel tested positive for ten (10) cfus of cellulosimicrobium cellulans. The issue was found during a routine culture of the scope after a therapeutic procedure and after reprocessing. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The scope channels were precleaned with sekusept aktiv and manually cleaned with sekusept aktiv and double head brushes. The scope was not manually disinfected. The automatic endoscope reprocessor (aer) used was cantel medivators along with phagowash ld detergent and adaspor disinfectant. The device was not sterilized. The customer stored the device in a drying cabinet. Maintenance / repair of the device had performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.